Event description:
It was reported that the patient was admitted to the hospital with the diagnosis of urethral mass on (B)(6) 2024. The surgical treatment was completed at 12:00 on (B)(6) 2024. A urinary catheter was left in place to drain urine after the operation, and inspections were strengthened to observe that the urinary catheter was smooth and in place. On (B)(6) 2024 at 4:30, the patient reported that a foreign body suddenly prolapsed from the urethral opening and urine flowed out of the urethral opening. The nurse checked and found that the urinary catheter had prolapsed from the urethral opening and there were signs of rupture in the urinary catheter balloon. The patient did not complain of pain. After checking the patient, re-insert the urinary catheter, secure the tube properly.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The product was used for urological care. It was unknown whether the product had caused the reported failure. However, the potential root cause for this failure could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error)/ short latex dwell time, latex dip speed out too slow causing thin sac. A potential root cause for this failure mode could be short latex dwell time, latex dip speed out too slow causing thin sac. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned